Event description:
It was reported that the patient returned several months post implant with a staph infection in the pocket area. The physician removed the device and sterilized both the pocket and the device. The patient was prescribed antibiotics. No additional adverse events were reported.